Manufacturer narrative:
A 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs alleging a date/ time issue with her one touch ultramini meter and was unable to obtain a blood glucose reading. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2011 and obtained the following information: the patient mentioned that sometime (B)(6), she noticed the alleged issue with the meter and has been unable to test. She claims every time she inserted the test strip, it only showed the date and time and she was unable to test her blood glucose. She continued to take her usual dosage of medication after the alleged issue began. Sometime in (B)(6) 2010, the patient developed symptoms of sweating and feeling nauseated. The patient went and visited her physician and was tested on the physician's meter and obtained a result in the 300's. The physician advised the patient to take an increase dosage of insulin to the high reading. The patient claims she did not receive any medical treatment at the physician's office. She claims after she took the increase dosage of insulin, she felt better. The patient alleged that the issue with the meter did not occur after removing/replacing the battery. This is not the first time the product is being used. The alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working, she later developed symptoms suggestive of a serious injury and had to treat herself with insulin for a blood glucose in the 300's based on the physician's meter.